Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had a power issue ¿ meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the alleged power issue first occurred. The patient manages their diabetes by self-adjusting their insulin dosage and, in response to the alleged product issue, stated that they increased their dosage of humalog insulin by 12 units on (B)(6) 2015. It is not known what their normal dosage of this insulin is. The patient stated that 25 minutes after the alleged meter issue began they experienced the symptom of ¿throwing up¿, however denied receiving any form of treatment as a result of this. No blood glucose readings were provided at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.